Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Nurse called for samples for a patient in their facility that was admitted from home with skin breakdown around the stoma. Some areas are ulcerated and weepy. Currently she is using stomahesive powder and protective barrier wipes. Nurse is uncertain whether the customer was in a convatec product when the areas began to breakdown. Product use and skin care instructions provided.